Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. See b5.

Event description:
Additional information received from the customer reported the led not turning on occurred when preparing the device for use.

Event description:
The customer reported the power led of the high definition lcd monitor could not be turned on. The diagnostic procedure was completed using a similar device. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. During device evaluation at olympus, it was found the complaint was confirmed and the power led could not be turned on. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the event could not be determined at this time. Olympus will continue to monitor field performance for this device.